Manufacturer narrative:
(B)(4). This complaint is for a report of a check your position alarm. The patient stated that there was air in the patient line. Used sample was not returned to baxter, therefore, complaint could not be confirmed in the lab. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted global technical services regarding a check your position alarm that occurred on the home choice (hc) unit during fill 1. The hp stated there was air in the patient line. Troubleshooting steps could not clear the alarm. The technical service representative (tsr) explained they would need to start over with new supplies. There was patient involvement, but no patient injury or medical intervention reported. A follow up was done via phone. The home patient stated that after starting over with new supplies, no further issues were found. The home patient also stated that they have already disposed of the supplies and no further information is available at this time.